Event description:
Our affiliate is reporting to us that a pt had a shoulder procedure in 2008 with the use of 3 spiralok anchors for fixation; all went well. At some point post-operatively the pt presented with "catching and locking" in the subject shoulder. Sometime in 2009, the pt underwent a re-surgery, at which time the surgeon noted that there was a fragment of one of the spiralok anchors in the joint space; the fragment was removed and the surgeon observed that there was a "significant divot" in the superior humeral head because of the loose fragment. This procedure was successful and the pt was doing reasonable well for a time. However, the pt again presented with the previous symptoms and had to be surgically re-examined. At this procedure, the surgeon observed that the divot damage was still present, there was also some "large cartilage" damage to the humeral head medially with a huge flap inferiorly. Also there was a small recurrence of the cuff tear; a mini open was performed and stitching techniques were used to correct this defect. At this point, the surgeon found another fragment of the spiralok anchor within the cuff tissue, this fragment was removed. The surgeon states that due to this device failure and its ensuing result to the pt's joint area, they will undoubtedly need a shoulder replacement in the very near future. The surgeon notes that the pt's articular surfaces of their gleno-humeral joint were entirely normal at the time of the original surgery in 2008.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.